Manufacturer narrative:
Product evaluation: the complaint cartridge sample was not returned. Seven unopened samples for the lot were returned. One sample was pulled randomly for evaluation. The cartridge was visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lens post-delivery. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified handpiece and viscoelastic were indicated. The lens was indicated to be a monofocal iol. No other information was provided. Without the lens diopter, it cannot be determined the lens was qualified for use. The root cause for the reported complaint could not be determined. The complaint cartridge sample was not returned. Unopened samples were returned. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lens post-delivery. A non-qualified handpiece and viscoelastic were indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been two other complaints from the same facility reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a hard, non-stretching, plastic, string-like white, translucent foreign material was continuously found on the back side of the iol when implanting it into the patient's eye. Three cases of the same problem occurred on the same day within the same lot. The foreign material was able to be removed by performing irrigation/aspiration on the back side of the iol. The foreign material was able to be removed by performing irrigation/aspiration on the back side of the iol. Since nothing seemed to be adhered on the back side of iol before it was put into the cartridge, it is considered that the foreign material might have been from the cartridge. There was no patient harm. Additional information was requested. There are three medical device reports associated with this facility. This report is 3 of 3.